Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, a piece of the device broke off, and then the clips started shooting out of the device. Another device was used to complete the case with no patient consequence.